Event description:
Device 1 of 2. Reference MFR report number: 1627487-2013-05646. It was reported the pt experiences discomfort and pain at the ipg site a day after recharging. The pt will be issued a replacement charger to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.